Event description:
It was reported the distal tip of this catheter detached and remained in the pt upon removal. No pt complications resulted from this event. No further details regarding the circumstances of this event have become available. This device has not been received for eval. Therefore, no failure analysis is available. The co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, without further details about the event and without evaluating the device , the co is unable to determine the exact cause for this event.